Event description:
The user facility reported 74yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 was placed via a direct aortic insertion. While the physician was getting the device into position, a "purge system blocked" error was received, which could not be resolved despite multiple attempts at troubleshooting. New pump was placed with no issue.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The data log was reviewed and it was noted that the purge pressure increased over 7 minutes until the "purge system blocked" alarm triggered, which was accompanied by flow saturation and a non pulsatile motor current. It was also noted that the purge heparin concentration was 0 iu/ml. Therefore the root cause of the high purge pressure was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.